Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology ¿ highly calcified). (No device received for evaluation). (Device or procedural images not returned for evaluation). (B)(4).

Event description:
The physician was attempting to deliver a resolute integrity to a lesion in the distal lad which was calcified. It is reported that the stent became damaged. It is reported that the lesion was highly calcified, and the physician did not debunk the plaque enough. The physician does not believe that the product was defective. Another device of the same size is reported to have crossed. No clinical sequelae reported.